Manufacturer narrative:
Sent replacement breastshields with inserts. On (B)(6) 2016, a medela clinician followed up with the customer at which time she stated she was prescribed all purpose nipple ointment and nystatin cream for a yeast infection. She also stated that her situation has improved. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service on (B)(6) 2016, that the 21mm breastshields are causing her pain and her nipples are red and have dry patches.